Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose that day was 340 mg/dl with nausea. The reporter noted the patient self-treated with insulin via injection, they resumed pump therapy after replacement, and the pump's settings were not recently changed. During troubleshooting, it was reported that an intermittent power issue was experienced; there was no damage to the battery compartment or battery cap and the battery cap was able to be secured; no moisture ingress was reported. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 09/02/2016-product analysis: the device was returned and evaluated by product analysis on 08/09/2016 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box found no abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. A battery compartment crack was observed. A battery cap was not returned with the pump; a test cap was able to be secured properly. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.